Event description:
It was reported that the valve is not working on some of the IV catheters. No additional information.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-09508. The report was submitted in error.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Complainant returned one used, locked-out 20g viavalve needle guard assembly, without catheter assembly, sheath and blister packaging, for analysis. The sample was visually examined under magnification for any potentially related nonconformance. The sample displayed normal flash in the flashback chamber with evidence of blood pooling inside the guard and nose ids, as well as dried blood residue in the end cap ID and on the nose od. There was also no evidence of any cannula o.d. Or nose i.d. Gaping noted that could potentially result in leakage. Blood pooling as noted during visual examination is indicative of an issue during use. It should be noted that during use, the valve is not intended to prevent backflow of blood in the guard. Without the catheter assembly for the returned sample to evaluate for potential valve functionality issues, the complaint cannot be confirmed as the result of a manufacturing nonconformance. No discrepancies or abnormalities relevant to the complaint.